Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified the lot and catalog number cannot be identified by the position of the device however it is possible to observe red particles in the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported left side deflation. Device has been explanted.